Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration on an animal tissue, the device cut but did not deploy any staples. It was stated that the staples were missing. Other handle and reloads were used without issues. There was no patient involvement.